Event description:
The manufacturers clinical specialist reported during inservice of the ventilator, the unit was alarming vent inop due to an air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported during testing the values for the air accuracy test were out of specifications. The fse replaced the air valve to address the reported problem. Final testing was performed per operating specifications and passed.